Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the tip of the sonicbeat broke off and fell on the table during a laparoscopic cholecystectomy. The procedure was completed with a backup device. There were no reports of patient harm.